Event description:
It was reported that a malfunction code appeared on the customer¿s pump several times in (B)(6) 2025, with specific occurrences on (B)(6), leading to concern and a call to technical support. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was familiar with resetting the pump but contacted support when the issue persisted. Technical support decided to replace the pump, informing the customer that a replacement with updated software would be sent. The customer agreed to use a backup therapy, understood the instructions for receiving and returning the pumps, and a replacement pump was dispatched.